Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that pins dropped from the ao reaming attachment device was not confirmed. Therefore, an assignable root cause for the reported condition of fell apart-unattached was not determined. However, during evaluation, it was determined that the device did not function, moving parts did not move smoothly and had component damage. It was further determined that the device failed pretest for general condition, check the handpiece coupling, check pins length of handpiece coupling, check for mechanical free movement and check general function in running mode. The assignable root cause was determined to be due to component failure from wear

Event description:
It was reported that during post-surgery, it was discovered that pins dropped from the ao reaming attachment device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in january of 2023. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: initial reporter name and address: the initial reporter's complete name was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).